Manufacturer narrative:
Three simulated pt therapies were performed using the pt's therapy settings and no problems were encountered. The device was then tested for volumetric accuracy and the fluid volume delivered to and removed from the simulated pt for each exchange was within design specs. The software was then used to monitor the device's pneumatic system and no problems were revealed, and all pressures were correct and stable. The cover was opened and an internal inspection performed; no problems were revealed during this inspection and all connections were correct and secure. The log recorded numerous low drain volume alarms. The event log did not support the overfill due to add'l therapies being performed and overwriting the data from the date of the identified overfill. Based on a review of the avail therapy, alarm and cycle by cycle uf logs combined with avail decision tree info, the eval determined the most probable cause of the overfill to be insufficient drain/false empty detect and last manual drain not used and/or insufficient drain/use error, inappropriate bypass of the initial drain. The eval did not confirm any failure or malfunction that would have caused or contributed to the identified overfill.

Event description:
During device eval, an overfill situation was identified. In 2007, the cycle by cycle ultrafiltration (uf) log revealed a positive uf of 1005ml. This indicated the home pt drained a volume of 1005ml above the programmed fill volume of 2500ml. During the previous therapy, the therapy ended with a negative total ultrafiltration value indicating during that therapy, the home pt filled with more than was drained. The initial drain of the therapy on the same day was 0ml (programmed initial drain amount=0ml). F/u with the home pt's nurse and the home pt revealed there were no further details regarding this identified overfill situation (per the decision tree). There was no pt injury or medical intervention associated with this report. The home pt has not had any further problems.